Event description:
Found during testing. According to the reporter, the device's front panel keypad would not operate any of the device's functions. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the device and observed that the front keypad was inoperable. Physio replaced the interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.